Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level t7. The procedure was completed under general anesthesia without difficulty. As the pt was being prepared to move to the recovery room, it was noted that she had abdominal distention. Shortly afterward, the pt coded and resuscitation efforts failed. The pt expired. The physician stated that the pt's death resulted from the rupture of her abdominal aortic aneurysm. It is not known if an autopsy was performed. No additional info was reported.

Manufacturer narrative:
Method; device not returned; followed up with company rep.